Event description:
The pt's son reported the pt is unable to establish communication between her ipg and external devices. It was also reported the pt has not used her ipg since approximately (B)(6)2013. The next course of action is unk at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.